Event description:
Customer reported an incident "that occurred during the test application of a prismaflex machine: the blood pump (new revision, installed on 18.10.09, 100h) produced the alarm: malfunction blood pump during the treatment, some minutes after the start. The blood pump worked fine during the blood return." No blood loss was reported. Machine runtime was not reported.

Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. Gambro renal products has requested the downloaded machine data files, the blood pump, and add'l info relating to this incident. Further investigation into this incident is ongoing by the MFR.